Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. The patient's bipolar component and femoral head were revised to a competitor shell and liner with a biolox ceramic head. The stem was well-fixed and was not revised. Rep reported that no further information is available.